Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose over 560 mg/dl. Customer¿s blood glucose was 411 mg/dl at the time of call. Customer was treated with insulin shots. Customer had symptoms of diabetic ketoacidosis. The customer was wearing the insulin pump during the hospitalization. The customer performed troubleshooting. The customer performed high pressure test and the insulin pump failed twice. The reservoir will not be returned for analysis.